Event description:
A surgeon reported that during a surgical procedure, the product was noted to be dense. As soon as irrigation began, the posterior capsule broke and the crystalline lens fell back in the eye. Additional information has been requested.

Manufacturer narrative:
Batch record review showed that all testing results are within specification. Our lab has retested a retain sample of this batch: all results are conform to the specifications for the tested parameters. No complaint sample is available. Root cause cannot be determined, initial analysis results within specification. There has been one other similar complaint reported in the lot number. Additional information has been requested. (B)(4).